Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, the device failed to recognize open door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be due to failed upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.